Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt failed an electrode belt¿s ECG electrodes were non-functional. The cause for the failure was isolated to an intermittent break in pulse wires. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.